Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The implantable cardioverter defibrillator (ICD) had been stored in the trunk and the outside temperature was 30 degrees fahrenheit. The device was warmed up and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.